Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. The pump passed the self test, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08745 inches. However, the pump had a high sleep current measurement. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. In further full review of the pump history/traces on the event date of 09-jan-2024, there is no unexpected alarms/suspends. Please see below for the daily total of basal/bolus and all insulin delivered on the event date of 09-jan-2024 listed on smartsolve. Dailytotalcollectionstarttime: (B)(6) 2024 00:00:00.000. Dailytotalofallinsulindelivered: 35000 (3.5 u). Dailytotalofbasalinsulindelivered: 29000 (2.9 u). Dailytotalofbolusinsulindelivered: 6000 (0.6 u). 01/09/2024 08:15:39.000 normalbolusdelivered (220). Bolusprogrammingmethod: cl1autobolus (9). Normalbolusamountprogrammed: 6000 (0.6 u). Bolusamountdelivered: 6000 (0.6 u). The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. Please see below for pump errors/alarms noted 1 week prior to the event date 09-jan-2024 in the formatted history file.  Sgcalibrationerror (776) was recorded and found in the formatted history file on: 01/03/2024 16:22:39.000. The pump was programmed with a test guardian link (3) transmitter and a 240 mg/dl glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 240 mg/dl properly on the display graph. No sg calibration error or unexpected sensor errors or anomalies were noted during testing. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms/alerts noted. However, insert battery alarm was recorded and found in the formatted history file on: (B)(6) 2024 16:29:24.000. (B)(6) 2024 11:52:31.000. Pump error 23 alarm was recorded and found in the formatted history file on: 01/09/2024 12:03:04.000. Power loss alarm was recorded and found in the formatted history file on: (B)(6) 2024 12:03:27.000. (B)(6) 2024 12:03:34.000. Insert battery alarm was expected since the battery was removed from the pump. Pump error 23 alarm and power loss alarm were expected since the pump resets after the battery was removed for more than 10 minutes. The pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. ¿ the original pcba 2 was installed in a test pcba 1, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump passed the sleep current measurement. The original pcba 1 was installed in a test pcba 2, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump passed the sleep current measurement. The original pcba 1 was installed in the original pcba 2, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump passed the sleep current measurement. The pump had an intermittent high sleep current measurement (unexpected battery power loss), suspected on the pcba 1/pcba 2. Force sensor zero offset within specification (22.8 mv). The motor was tested outside of the device on the ngp stb3 and passed. The molding knit line damage (near the belt clip plate) was acceptable per case assembly cosmetic specification, 10833007doc. The sc1 cap locks properly into the reservoir compartment. The following were noted during visual inspection: a scratched case. The pump was received without a battery cap installed. The pump was received without a battery installed. Please see below for the customer's daily total of all insulin delivered surrounding the event date 09-jan-2024 listed on smartsolve and the days prior to the event date. (B)(6) 2023 dailytotalofallinsulindelivered: 257500 (25.75 u), (B)(6) 2024 dailytotalofallinsulindelivered: 235500 (23.55 u), (B)(6) 2024 dailytotalofallinsulindelivered: 364250 (36.425 u), (B)(6) 2024 dailytotalofallinsulindelivered: 428750 (42.875 u), (B)(6) 2024 dailytotalofallinsulindelivered: 201500 (20.15 u), (B)(6) 2024 dailytotalofallinsulindelivered: 268250 (26.825 u), (B)(6) 2024 dailytotalofallinsulindelivered: 282250 (28.225 u), (B)(6) 2024 dailytotalofallinsulindelivered: 284250 (28.425 u), (B)(6) 2024 dailytotalofallinsulindelivered: 243250 (24.325 u), (B)(6) 2024 dailytotalofallinsulindelivered: 35000 (3.5 u). An intermittent high sleep current measurement (unexpected battery power loss) was confirmed suspected on the pcba 1/pcba 2. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received by medtronic indicated that the customer passed away at home on (B)(6) 2024. The customer was not admitted to a hospital prior to the reported incident. The cause of death was esophageal cancer. The customer¿s blood glucose was unknown. The customer had worn the insulin pump at the time of death. The product mmt-1885 that was returned for product analysis.